Manufacturer narrative:
An event regarding malposition involving triathlon femoral component was reported.  Conclusion:  based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Since surgeon's opinion was that the tibial component was implanted with too much varus. There are no allegations against the femoral component. No further investigation is required at this time. A full investigation is completed on triathlon baseplate within the same pi.  If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to pain. A size 5 tritanium tibial component, size 5cr femoral component, and insert were revised to a size 5 universal baseplate, size 5ps femoral component, and insert. Surgeon's opinion was that the tibial component was implanted with too much varus. There are no allegations against the insert. Femoral component was revised to increase knee rotation, but otherwise there are no allegations against the femoral component.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left knee was revised due to pain. A size 5 tritanium tibial component, size 5cr femoral component, and insert were revised to a size 5 universal baseplate, size 5ps femoral component, and insert. Surgeon's opinion was that the tibial component was implanted with too much varus. There are no allegations against the insert. Femoral component was revised to increase knee rotation, but otherwise there are no allegations against the femoral component.